Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported patient was admitted to the operating room and intensive care unit, but urine output could not be confirmed. The amount of water in the indwelling urinary foley catheter was checked, and it was 1.5ml, despite the previous report of 10ml. When water was injected into the cuff, a hole was found.

Event description:
It was reported patient was admitted to the operating room and intensive care unit, but urine output could not be confirmed. The amount of water in the indwelling urinary foley catheter was checked, and it was 1.5ml, despite the previous report of 10ml. When water was injected into the cuff, a hole was found.

Manufacturer narrative:
The complete initial reporter's facility name: (B)(6) hospital. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, "contraindications: do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Important precautions: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported patient was admitted to the operating room and intensive care unit, but urine output could not be confirmed. The amount of water in the indwelling urinary foley catheter was checked, and it was 1.5ml, despite the previous report of 10ml. When water was injected into the cuff, a hole was found.